Event description:
A 5 mm diameter x 12 mm length racer biliary stent system was inserted into a pt for the treatment of an 80% stenosed subclavian artery lesion. Vessel morphology was reported to be excessively tortuous and there was no calcification. The lesion was not pre-dilated. It was reported that while the physician was attempting to get the stent into place at the lesion site, the stent dislodged from the balloon. The dislodged stent floated down to the groin, and down to the sheath. The sheath was removed and the physician used forceps to remove the stent from the sheath. At this time the case was ended. The lesion will be treated at a later date. No clinical sequelae were reported and the pt is reported to be fine.